Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Ages/date(s) of birth: range: 48¿74. Gender(s)sex(es): female, n(%): 16 (76). Date of event: unknown, not provided. Catalog#: a complete catalog number is unknown as serial numbers were not provided. Expiration date: unknown, as serial numbers were not provided. Serial#: unknown, information was not provided. Unique identifier: UDI# is unknown as the serial numbers were not provided. Implant date: unknown, information was not provided. Explant date: n/a (not applicable) as the devices were not explanted. Initial reporter's phone number: unknown, not provided. Device manufacture date: unknown, as serial numbers were not provided. (B)(4). Device evaluation: product testing could not be performed as the products were not returned (the lenses remain implanted). The reported events could not be verified. Manufacturing record review: a review of the records could not be performed as the product serial numbers were not provided. A search of complaints related to serial numbers cannot be performed since the serial numbers are unknown. Conclusion: no samples were returned, and serial numbers are unknown an investigation could not be performed, and no malfunction is confirmed. Citation: chang, j., s m; liu, s., c t; ng, j., c m; ma, pl., (2020 ), monovision with a bifocal diffractive multifocal intraocular lens in presbyopic patients: a prospective, observational case series, am j ophthalmol, 212(04), pp105¿115 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: monovision with a bifocal diffractive multifocal intraocular lens in presbyopic patients: a prospective, observational case series a study was done to report the visual outcomes after bilateral implantation of bifocal diffractive intraocular lens (iols) targeting monovision. Postoperatively, 11 patients reported halos, 6 reported glare, and 5 reported starbursts. There are no indications of interventions in the article.